Event description:
It was reported that a y-type extension set had a leak. The leak was noticed during disconnection and the male luer adapter appeared to be cracked or broken. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed that noted a broken two piece luer lock assembly. The reported condition was verified, and the cause of the condition was determined to be related to the operator's technique, or handling of the device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.